Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of hip preservation surgery titled ¿high rate of graft integration after acetabular labral reconstruction with the knotless pull-through technique¿. The study reviewed twelve (12) patients who underwent hip procedures using arthrex pushlock devices. One (1) patient was documented to have had femoroacetabular instability resulting in a failed integration. Ref: perez-padilla, p., et al. (2025). "High rate of graft integration after acetabular labral reconstruction with the knotless pull-through technique." Journal of hip preservation surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.